Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in catheter broke. The following information was provided by the initial reporter: material no: 381434, batch no: 8248621. It was reported catheter would not go in smoothly. Unable to advance catheter. When catheter removed noted it was shorter 14/16 inch. Patient experienced no clinical change. Missing tip left in patient.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in catheter broke. The following information was provided by the initial reporter: material no: 381434, batch no: 8248621. It was reported catheter would not go in smoothly. Unable to advance catheter. When catheter removed noted it was shorter 14/16 inch. Patient experienced no clinical change. Missing tip left in patient.

Manufacturer narrative:
H.6. Investigation: bd received two insyte autoguard 20 gauge units from lot 8248621 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that one of the units was missing a portion of the catheter tubing and had blood residue inside of the device. The second unit appeared to have no physical/mechanical damage. Next, each unit was inspected under a microscope. The first unit was found to have a break in the catheter tubing approximately 0.9in from the nose. The surface of the break also had striations on half of the surface indicative of sharp instrument damage and the other half had signs of tensile stress. The second unit was confirmed to have no damage or defects. Based off the visual and microscopic inspection the engineer was able to determine that the needle had pierced through the catheter tubing causing the observed damage. Given the observations made, it is highly likely that the catheter break occurred during use as a result of the needle spearing through the catheter tubing. A needle spear through may occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. When a spear through happens, small piece of catheter tip is pushed to the side, making a y shape. If there were multiple spear throughs created during initial tip adhesion break and insertion was attempted with speared catheter, it would cause extreme pain to the customer during insertion and potentially catheter breaking off at the tip during insertion or removal. A single spear through can happen during the set together step of the process. Since there is evidence of multiple spear throughs due to striations at multiple angles, manufacturing is not very likely root cause. 100% vision inspection is in place and operators perform sampling at regular intervals to detect this defect. This is not a very likely scenario. A needle spear through may occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. This is the more likely scenario. H3 other text : see h.10.